Event description:
It was reported that by a surgeon during a conference "that they are having issues with hemolok clips 544230 and 544240 during their hpb robotic cases. They uses the davinci robot hemolok appliers with weck hemolok clips. [Surgeon] said that they have had many situations arise where by the clip has fell off the vessel". The report further states that "due to the clip falling off they have had a patient come back to theatre with a bleed". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.